Event description:
It was reported that the devices were used during an unk procedure. The first device misfired and the second device did not fire at all. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Instrument a: lockout. Instrument b: exp date 11/11/2011; jaws. H3: eval summary: the er420 instrument a was returned in good visual condition. During functional testing, the instrument showed up a premature activation of the lockout mechanism; therefore, making the instrument non-functional. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that er420 instrument b was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.